Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise causing pacing inhibition with asystole. These observations occurred across multiple episodes, with the noise being marked as non-sustained ventricular tachycardia. The physician suspected the rv lead was fractured and/or had an insulation abrasion, so surgical intervention was performed, and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.